Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. Crease folding of implant: observed. Other-technical: unable to confirm as it is a technical event not related to the device. Deflation: observed opening striated on anterior side assessed as surgical damage. Additional observations: brown particles on the surface of the shell. Broken plug strap.

Event description:
Healthcare professional reported right side deflation and exchange from textured to smooth. Healthcare professional later reported "any creases" and particles in valve. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation and implant exchange from textured to smooth due to concerns with the product. The device has been explanted.